Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ gel bleed : no observed. Additional observations: ¿ deformation observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported left side gel bleed. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side gel bleed. Device has been explanted and replaced.

Manufacturer narrative:
Continued h6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.